Event description:
It was reported that during a stenting treatment procedure, stent dislodgement occurred. The 70% stenosed target lesion was located in the moderately tortuous and mildly calcified right coronary artery (rca). The physician advanced the 3.5x20mm taxus liberte stent through a previously placed stent but was unable to cross the lesion. Physician thought that the crossing difficulty was due to the angle created by the implanted stent, so a different guide catheter and guidewire were inserted. The physician then attempted to cross the lesion with the same 3.5x20mm taxus liberte, but again was unable to cross the implanted stent. Upon removal of the stent delivery system it was noted that the stent dislodged from the catheter. Physician attempted to locate the dislodged stent but was unable to locate the stent. No patient complications were reported the patient status is stable.

Manufacturer narrative:
Device is a combination product device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).